Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
Additional information was received indicating this device was explanted. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker had a remaining longevity of eight years. Approximately six months earlier the remaining longevity was eleven years. Data analysis was completed which found the power consumption of the device was higher then expected. Device replacement was recommended. No adverse patient effects were reported.